Event description:
It was reported that upon use the product left metal shavings in the joint of the patient.

Manufacturer narrative:
One 7205341 long ep-1 full radius blade returned. Per the complaint, this device was used for a hip arthroscopy procedure and said: ¿upon use the product left metal shavings in the joint of the patient¿. The device is less than one year old. The outer diameter of the inner blade surface has substantial skiving damage; wear band. This surface condition indicates excessive force was applied to the devices. The overall length of the blade is bowed. Per IFU: ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance, and in extreme cases may result in wear and degradation of the inner blade¿. No root cause related to the manufacture of the device can be established.